Manufacturer narrative:
Zwolinska e, birski m, hoppe s, paczkowski d, harat m. Long-term efficacy and quality-of-life changes after vagus nerve stimulation in adult patients with drug-resistant epilepsy. J clin neurol. 2025 mar;21(2):113-122. Doi: 10.3988/jcn.2024.0218. Pmid: 40065452; pmcid: pmc11896742. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
An article entitled long-term efficacy and quality-of-life changes after vagus nerve stimulation in adult patients with drug-resistant epilepsy was reviewed by the manufacturer. The article monitored seizure frequency rates and intensity of 55 patients implanted with vns. The following adverse events/malfunctions were reported in the study: increase in seizures, change in seizure pattern (increased seizure duration) and lead fracture among other non reportable event. This report will capture the adverse events reported within the article. MFR rep# 1644487-2025-00362 captures the malfunctions reported within the same article. Attempts for additional information was made to the contributor of the article. No further information was able to be obtained.